Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate mode switching were noted on the right atrial lead. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating insulation damage was noted on the right atrial (ra) lead. The insulation was repaired during an unrelated procedure to resolve the event. The patient was in stable condition.